Event description:
Olympus medical system corp. (Omsc) was informed that the facility has performed a microbiological test on the subject device which turned out to be positive. There is no report of the species of the bacteria and adverse event related to the detection of the bacteria.

Manufacturer narrative:
Olympus (B)(4) confirmed that the haircrack of the cementing of the cover glasses of the c-cover of the subject device. The subject device was not returned to olympus medical systems corp. (Omsc) for eval. Omsc reviewed the MFR history of the subject device and confirmed that there was no irregularity found. The exact cause could not be determined at present. There were no further details provided from the facility at present. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.